Event description:
It was reported that the foam pad was missing during use, and the gripper needle was replaced. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D5. Other operator of device: operator of device is unknown. E1. Initial reporter phone#: (B)(6) h3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.